Event description:
It was reported that a new front end board was found to be defective which was showing an autofill failure problem when it was tested on a cs300 intra-aortic balloon pump (iabp). This is considered a failure upon initial installation. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The supplier returned the front end board to the national repair center (nrc) and verified the reported failure. The supplier replaced defective u26, u38 and the board passed all of their testing. The nrc installed the board into the cs300 test fixture and tested the board to factory specifications per procedure, and cs300 service manual, and the board passed testing. The board will be scrapped and retained in the nrc per procedure. The part was first returned to the nrc on (B)(6) 2021. After the part was sent to the supplier the part was returned to the nrc from the supplier on (B)(6)2021.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (type of investigation), h10, h11. Corrected fields: d4 (serial number), h4. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/102) the overall 12 month product complaint trend data for the period (dec 2019 through nov 2020) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure when a defective new front end pcb was tested. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure when a defective new front end pcb was tested. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10 the front end board was returned to the manufacturer for further evaluation. A senior repair technician of the national repair center (nrc) inspected board and no visual damage was observed. The technician installed and tested the front end board to factory specifications per cs300 service manual, which passed and could not verify the reported failure of "autofill failure of fault 60". The front end board was sent to the supplier for failure analysis per procedure.